Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ extension set tubing was blocked and medication couldn't be flushed through. The following information was provided by the initial reporter: "unable to flush medication through syringe tubing".

Manufacturer narrative:
Correction: the lot# was provided by the customer. The following fields have been updated: d.2. Medical device lot#: 21109141. D.4. Medical device expiration date: 12-oct-2024. H.4. Device manufacture date: 11-oct-2021.

Event description:
It was reported that the bd alaris¿ extension set tubing was blocked and medication couldn't be flushed through. The following information was provided by the initial reporter: "unable to flush medication through syringe tubing"

Event description:
It was reported that the bd alaris¿ extension set tubing was blocked and medication couldn't be flushed through. The following information was provided by the initial reporter: "unable to flush medication through syringe tubing."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 13-may-2022. H6: investigation summary : one sample model 30914 was received for investigation. The set was examined for defects and abnormalities. Excess solvent was seen at the male luer. The customer complaint that they are unable to flush tubing was verified. A quality notification was sent to the manufacturer. The root cause was found to be that the air sweep time was not enough and the lack of rest time. It is necessary to ensure that the first piece in is the first piece out, to have the longest resting time in the manufacturing process. All operators will be informed through a quality alert as a preventative action in the next production model plan. The frequency of preventive maintenance to the flow meter equipment will also be increased. A device history record review for model 30914 lot number 21109141 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.